Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while the device was being applied to the stomach, the instrument didn't fire. After successfully loading first reinforced reload and clamping on tissue, the handle could not be squeezed and the instrument didn't fire. A second handle was opened and used with the same reload, however, the same issue occurred. A second reinforced reload was used on the second handle however, the stapler still would not fire. A third handle and a third reload was opened and used successfully to complete the case. There was no patient injury.